Event description:
The customer reported that an alarm on the 9800 system would intermittently go off. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call. The reported problem was resolved by the customer. No add'l info was provided.